Manufacturer narrative:
Reason for reoperation is lymphoma. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "it almost feels like I have a really bad flu in my breast. The fluid is there, and I feel really uncomfortable, you can¿t sleep properly and it feels like a big balloon" and "was diagnosed with the implant related anaplastic large cell lymphoma and requested to have the implants removed". The device has been explanted. This is for the right side. Histopathological markers were not reported.